Event description:
I have used byte nighttime tooth aligners for about 3 weeks and when I removed the retainer this morning it pulled out my dental implant/crown on my molar. I am attempting to make a dentist appointment to have the implant redone, but now I've spent (B)(6) on retainers that will no longer fit in my mouth after the new implant.